Event description:
Following a diagnostic procedure, an angio-seal device was placed, hemostasis was successfully achieved, and the pt was discharged home four hrs later. Upon getting up to go to the bathroom, a large hematoma was noted. The pt returned to the emergency room where an ultrasound was performed. The ultrasound results were normal, although the pt's hct was noted to be decreased (cbc results). A repeat us (length of time to second us unknown) showed a pseudoaneurysm of the superficial femoral artery. The pt was taken to surgery for coil embolization and was reportedly transfused with a total of 10 units of blood. No further info is available at this time.